Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump has missing segments on the display screen. Troubleshooting found that there is only a partial display of information on the screen. Customer's blood glucose level was over 500mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.

Manufacturer narrative:
The insulin pump display properly after inserting a good battery. No missing segments/partial display, including battery icon, reservoir icon and time display anomaly noted. Unit function properly during functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all operating measurement were normal. Pump received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads. No damage inside pump noted.